Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that ten (10) em2400 valve sets were leaking from an unspecified location during preparation. There was no patient involvement. No additional information is available.

Manufacturer narrative:
. Should additional relevant information become available, a supplemental report will be submitted.